Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had renal dysfunction and required dialysis due to pathological conditions, not related to the device.

Manufacturer narrative:
This event was determined to be supplemental and investigation findings will be submitted under MFR # 2916596-2025-00695.